Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer reported that he battery area has some broken pieces and the battery cap does not stay on. The customer declined troubleshoot low blood glucose. The customer was advised to discontinue use of the pump and revert to a backup plan. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.